Manufacturer narrative:
Block exact date unknown, event occurred several days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.